Event description:
It was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 200 units of insulin during the load sequence. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.